Event description:
The facility reports while being transferred from the wheelchair by means of the boist, the pt slipped up to their shoulders inthe sling and could not hold on. The center lowered the pt to the floor and did not move pt unitll the family doctor was called. Pt was in lots of pain. The pt was taken to the hosp where pt was diagnosed as having fractured hip.